Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not following the proper air removal steps during cartridge fill. Tandem customer technical support informed the customer to always use room temperature insulin and to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.